Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 151 mg/dl. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contact on the battery cap was neither missing nor damage nor corroded. Customer stated that battery compartment was neither damaged nor corroded. Customer stated that the insulin pump had crack and was exposed to moisture. Customer stated that the spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Also, insulin pump received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.